Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Per initial report, the hp cycled the homechoice machine on/off several times and started a new therapy session using the same supplies. The homechoice machine displayed a second system error 2240 alarm during dwell 1 and the hp contacted tsc. Tsc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with this incident per the hp's nurse.